Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. Review of the event history log (ehl) showed "high pressure." A visual inspection and functional test were performed and the reported issue was duplicated. The occlusion was low. The cause of the reported issue was undetermined. As a result, the dso was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Event description:
It was reported that the pump exhibited a high pressure alarm. Per the reporter, the pump exhibited the alarm intermittently for a few days, leading to frequent blockages, and did not respond to the stop command. Troubleshooting was attempted multiple times but was unsuccessful and the problem persisted and eventually became continuous. The pump was replaced and medication delivery was resumed, resolving the issue. It was noted that medical intervention was unnecessary. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: event date unknown, d4: UDI number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.